Event description:
It was reported that the doctor was performing thyroid surgery when he noticed the device was acting intermittently, he then adjusted and moved the tube and the device began working fine. They were able to finish the case without any known patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: patient interface: 8253200, response 3.0, 510k: k083124, serial # (B)(4), lot# 207792083, manufacture date: 12-06-2013 (B)(4). The product has not been returned for analysis. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
The devices were returned. The device analyses were completed june 17, 2014. The quality engineering team analyzed the devices. The product analysis found that the condition of the devices showed no significant physical damages. A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The reported intermittent behavior could not be confirmed. The underlying cause cannot be determined based solely on the evaluation results. The mainframe 8253001 nim response 3.0 was released to service and repair, where the unit was placed in burn-in to observe heat-related failure. The unit never failed. The software was routinely upgraded to the most current specification, and the item was tested again, passing all manufacturing specifications. Patient interface 8253200 response 3.0 was also released to service and repair, and was found to have worn wave washers (normal wear), but otherwise also had no faults found. (B)(4) - method: visual inspection. A 38 unit testing. Electrical evaluation. Simulated use testing. Results: no failure detected. Conclusion: no failure detected, device operated within specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.